Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart arm was drifting, no further details were provided. There was no patient involvement.

Manufacturer narrative:
H2) correction: the supplemental regulatory report (1723170-2026-00282) submitted on 2026-03-12 should have contained the following statement: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735856, serial/lot #: unknown, ubd:- , UDI#:- h2) correction: the supplemental regulatory report (1723170-2026-00282) submitted on 2026-03-12 should have contained the following codes in section h6: b01, c02, c07, and d02. These codes were submitted in section h11 of the supplemental regulatory report, but not in section h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. The usb cable was replaced and the system then functioned as intended. H6:codes b01, c07, and d02 are applicable to this analysis. H3: the usb cable was returned to the manufacturer for analysis. The usb cable was found to be functional but was torn with exposed wires. H6: codes b01, c02, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue was not with the camera arm, but rather the monitor arm. Once the monitor arm was horizontal, the arm dropped down all the way. The manufacturer representative (rep) tightened the nut near the elbow of the arm to resolve the issue. However, while tightening, the rep discovered that the monitor universal serial bus (usb) cable was chewed up and had exposed wires.